Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited an alert which indicated a possible device issue. A shock impedance measurement of 125 ohms was noted. No adverse patient effects were reported. The lead remains in service.